Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Blood test performed after meal prior to call on (B)(6) /2015 produced results of 374 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/27/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 358mg/dl; (B)(6) 2015; 05:35pm; fasting: no, 106mg/dl; (B)(6) 2015; 05:32pm; control, 304mg/dl; (B)(6) 2011; 02:45pm; fasting: no, 342mg/dl; (B)(6) 2015; 02:38pm; fasting: no, 337mg/dl; (B)(6) 2015; 11:00am; fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Product under evaluation.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had an inaccurate reference.investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of high blood glucose results. Expected fasting blood glucose test result range is 150 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at the time of the call on (B)(6) 2015. Blood test performed after meal prior to call on (B)(6) 2015 produced results of 374 mg/dl. Verified storage of product is within instructed specification. Test strip lot manufacturer's expiration date is 09/27/2017 and open vial date is (B)(6) 2015. Recall test results performed from meter memory: 1:358mg/dl (B)(6) 2015 05:35pm fasting:no. 2:106mg/dl (B)(6) 2015 05:32pm control. 3:304mg/dl (B)(6) 2011 02:45pm fasting:no. 4:342mg/dl (B)(6) 2015 02:38pm fasting:no. 5:337mg/dl (B)(6) 2015 11:00am fasting:yes. Adverse event not reported.